Manufacturer narrative:
H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator does not make sound and the alarm cannot be heard. There was no reported patient involvement.

Manufacturer narrative:
Section d4 unique identifier (UDI)# was updated section d9 was updated due to device evaluation section e4 updated section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b17 and add b01 result code (annex c) remove c20 and add c13 conclusion code (annex d) remove d15 and add d02 component code (annex g) remove g07003 and add g07001. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator does not make sound and the alarm cannot be heard. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found that the graphical user interface (gui) assembly required replacement. The customer did not authorize the repair. The cause of the event was isolated in the field to potential fault in gui assembly. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b3 date of event is an estimate correction to section h8 the ventilator was not made available to medtronic for evaluation. The ventilator was not under warranty and the customer did not authorize the evaluation. The investigation determined that there was insufficient information to determine the cause of the event. There have been no complaints for this ventilator since its manufacture in 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.